Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the plastic tip part of the monopolar curved scissors (mcs) instrument was damaged. The customer tried to reattach the part to the mcs instrument, but the issue persisted. A backup mcs instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of the ordinary. The instrument did not collide with any other instrument or toll during the procedure. Ports were not placed prior to the issue being identified. A plastic part of the mcs instrument tip was detached. There was no fragment fall inside the patient. There was no arcing observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of broken tube adapter at the distal end to be related to the customer reported complaint. The tube adapter exhibited a broken piece measuring roughly 0.033" x 0.088" in length that was not returned with the instrument. The damage resulted in the mcs instrument tip being unable to be installed securely into the tube adapter. The root cause for the broken tube adapter was typically attributed to mishandling or misuse. A review of the device logs (attached) for the 6mm monopolar curved scissors (mcs) instrument (part# 430004-53/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the 6mm mcs instrument was last used on (B)(6)2022 via system serial# (B)(4). There were 14 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.